Manufacturer narrative:
Complaint no: (B)(4). The event occurred in 2014. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue winged cap separated from a large volume intermate. This occurred before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation out of its original packaging. Visual inspection revealed that the blue winged luer cap had separated from the distal luer lock. The cause of the condition could not be determined as the device was not received in its original packaging. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.